Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that when umbilical is disconnected, x-ray battery status indicator almost immediately drops to zero bars. Upon troubleshooting, discovered that j7 charger pins 15&16, and corresponding battery pair measured 0 vdc with dvm. Ordered, and replaced x-ray battery charger #1, as well as batteries in tray 1 of x-ray battery bank. Work was performed in accordance with instruction provided in asm. Issue resolved, and system performed to expectation. The imaging system then passed the system checkout and was found to be fully functional.

Event description:
Medtronic received information that when the image acquisition system (ias) was unplugged from the wall outlet the x-ray battery indicator dropped lower than expected. The site had left the ias plugged into a wall outlet overnight. There was no patient present when this issue was identified and system is currently fully functional.

Manufacturer narrative:
The battery charger for the imaging system was returned to the manufacturer for analysis. The charger was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. If information is provided in the future, a supplemental report will be issued.